Manufacturer narrative:
Product event summary #the distal portion of the lead was returned, analyzed and analysis found the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient went to the hospital due to an alert. High impedance measurements were noted for the right ventricular lead. Oversensing and crosstalk were also noted. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.